Event description:
Suros sales rep spoke with the account rep from the facility and reported that they were having a problem with a handpiece that was difficult to remove from the pt. Account rep reported spooling prior to removal of handpiece from the pt. User facility also filed MDR (see (B)(4)).